Manufacturer narrative:
The pad-pak was first installed successfully on the 11th march 2010 and performed to specification, alongside random manual power ons, up to the (B)(4) 2013. The device failed a self-test due to a low battery on the (B)(4) 2013, an increase in voltage was observed on the (B)(4) 2013 suggesting a further pad-pak was installed, the device passed a self-test. Multiple manual power ups of mainly ten minute duration were recorded between 14th september 2014 and the 18th september 2015. The pad-pak was removed for approximately 11 months during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.